Manufacturer narrative:
A field service engineer (fse) checked the hardware components for measuring cell flow and the pre-wash station and ran an assay performance check. The blank cell for one channel failed the calibration check. The fse performed adjustments and repeated the blank cell calibration check for the failed channel successfully. The following calibration and qc checks met acceptance criteria. The customer did not report any further issues.

Event description:
There was a complaint of questionable elecsys tacrolimus results for 3 patients tested with a cobas 6000 e601 module. The questionable results were not reported outside the laboratory. Patient 1¿s initial result was 20 ng/ml; the first repeat was 4.7 ng/ml, the second repeat was 4.7 ng/ml. Patient 3¿s initial result was 11.8 ng/ml; the repeat was 2.3 ng/ml. Patient 4¿s initial result was 15.0 ng/ml; the repeat was 7.3 ng/ml. The elecsys tacrolimus used was lot 541697 and the expiration date was requested, but not provided.